Event description:
During preventative maintenance of the device, the representative reported the heart lung console would not operate on battery power. The service representative replaced the batteries and the power manager board and returned them for investigation. Since the event occurred during preventative maintenance, there was no patient involvement during this event.

Manufacturer narrative:
Investigation in progress but not yet concluded.